Event description:
Missing osseointegration.

Manufacturer narrative:
The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, and the evaluation of relevant production records.